Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked and subsequently an unspecified malfunction alarm occurred. Reportedly, the customer reached out to their healthcare provider for back-up therapy. There was no adverse impact to customer's blood glucose level.